Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a displayable history check failed on startup alarm. Customer's blood glucose was unknown at the time of the alarm. The customer did not program a temp basal prior to the alarm occurring. The customer also stated the alarm occurred during normal use. Customer was advised to monitor their insulin pump. No additional information provided.